Manufacturer narrative:
No components have been received by the manufacturer at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system could not connect to the navigation system. This issue occurred pre-operatively. Navigation and imaging were aborted. There was a surgical delay of less than 1hour due to this issue, and there was no impact on patient outcome.